Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a crack and blank display. The insulin pump was dropped and the damage was located at the corner of the device. The blood glucose reading was 166 mg/dl. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.